Manufacturer narrative:
The scope was returned to olympus for evaluation. A visual inspection was performed and found no signs of foreign objects/materials inside the biopsy and suction channels when checked with an olympus boroscope. The nozzle opening was also inspected and no signs of foreign objects/materials were found inside the nozzle; however, the bending section cover glue was found peeling off and cracking causing the threads to be exposed on the insertion tube side. The bending section cover glue on both ends of the bending section cover was found discolored. The scope passed leak testing. The scope was serviced and returned to the user facility. Based on the investigation findings, the cause of the reported event is likely attributed to user handling and operator¿s technique. The instruction manual for use provides several warning and caution statements in an effort to prevent patient injury. "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that after a routine colonoscopy procedure, the patient returned and a perforation was confirmed. It was also reported that a wire was found inside the patient and had to be removed. The patient received an ileostomy procedure to treat the perforation and has since recovered.